Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 0.3ml 29ga 1/2in experienced liquid came out plunger. The following information was provided by the initial reporter: when the plunger rod was pushed, a liquid came out.

Event description:
It was reported that the bd syringe 0.3ml 29ga 1/2in experienced liquid came out plunger. The following information was provided by the initial reporter: when the plunger rod was pushed, a liquid came out.

Manufacturer narrative:
H6: investigation summary: a complaint lot history check was performed on lot # 1207749 for foreign matter from syringe. This is the 2nd related complaint for foreign matter from syringe on lot # 1207749. Related complaints - (B)(4). A review of risk management 150rmn-0001-16 revision 15 indicates that the potential risk of this specific reported incident (syringe, foreign matter from syringe) was captured and addressed. Investigation summary: customer returned (7) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 1207749. Customer states that when the plunger rod was pushed, a liquid came out. All returned syringes were tested and a small, clear droplet of material came out of the cannula when the plunger rod was fully depressed on 2 out of 7 returned samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. See attached photos and spectra. Manufacturing (holdrege) will be notified of this issue. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (excess silicone). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Date complaint received in holdrege: 05th sep 2022. Catalog and batch #: 326631 and 1207749. Catalog description: syringe 0.3ml 29ga 1/2in 7bag 420cas jp. Issue: fm liquid. Analysis of sample: photo of the complaint sample exhibited a bead of a clear liquid toward the tip of the syringe on its needle. Process: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation: there were five (5) notifications [200975921, 200976506, 200975395, 200975347, 200975258] noted that did not pertain to the complaint. Reviewed l2l (leading to lean) maintenance dispatch history and did not find any dispatches pertaining to defect. A definitive root cause cannot be determined. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.